Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported fluid intrusion. The investigation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the components to fail, rendering the unit irreparable. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. Any patient involvement, injury or medical intervention is unknown.